Event description:
(B)(4). After having essure placed, I had immediately started having complications, it started with severe cramping/stabbing pain in my pelvic area that wouldn't go away, then the pain started in my back. I began to get headaches all day every day, I had less energy, I was constantly fatigued. I felt like I wasn't me, I couldn't do the things I had before essure was implanted, I felt depressed and my anxiety levels were sky high, then my teeth started getting more sensitive and cracking. The worse thing is my lymph nodes throughout my whole body swelled up causing me to have to go through a biopsy where doctors had to make an incision in my neck and take samples of numerous different lymph nodes because they were concerned it was cancer, of course turned out not to be. I was a typically healthy person before essure. I had my biopsy done at the (B)(6), I had my essure placed at (B)(6).